Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial leadless pacemaker (lp) exhibited separation failure. The lp was not used and a new lp was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of separation failure could not be confirmed. The diameter of the docking button was within specification. Further analysis found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to this reported event, all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.